Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported an asymptomatic patient presented remotely via merlin.net transmission. It was noted that the device exhibited episodes of non sustained right ventricular oversensing. Programming changes were discussed but not performed. Patient was stable and will continue to be monitored normally.